Event description:
The distal tip of the neuron delivery catheter 070 is squashed. The problem was detected before the neuron was used.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.